Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). A labeling review was not conducted as no use error was indicated or suspected in the complaint record. No labeling deficiencies or errors were alleged. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).a sample was not available for evaluation.

Event description:
During follow-up for an unrelated complaint the patient's caregiver indicated the patient had an infection. Additional information obtained from one of the patient's peritoneal dialysis (pd) nurse on (B)(6) 2010: the patient has a past medical history of end stage renal disease, hypertension, and diabetes. The patient started with pd therapy on (B)(6) 2009 with local (pd4) ambuflex. The patient was hospitalized from (B)(6) 2010 to (B)(6) 2010 and was diagnosed with bacterial peritonitis on (B)(6) 2010. There was no exit site or tunnel infection associated with this peritonitis. It was indicated the patient's pd effluent was analyzed on (B)(6) 2010. The cell count showed 2738 leucocytes, 92% neutrophils, and 8% monocytes. The gram stain showed positive results and the culture showed (B)(6). The patient was treated with vancomycin and recovered from the peritonitis. The nurse indicated that the cause of the peritonitis was unknown; however, stated that the (B)(6) had spread from other parts of the patient's body. The nurse also indicated that this peritonitis event was a reoccurrent peritonitis from one that began on (B)(6) 2010. The nurse stated that the infection resolved and came back, but she was unable to provide an exact number of times the infection reoccurred. The following information pertaining to the peritonitis from (B)(6) 2010 was obtained on (B)(6) 2010 and is as follows: the patient was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The patient's pd effluent was analyzed and the cell count showed 1163 leucocytes, 92% neutrophils, 2% lymphocytes, and 6% monocytes. The gram stain showed (B)(6) and the culture showed (B)(6). The patient was treated with vancomycin 2 grams intraperitoneal and recovered from the peritonitis. The nurse again indicated that the cause of the peritonitis was unknown; however, stated that the (B)(6) had spread from other parts of the patient's body. The nurse indicated that after the diagnosis of this peritonitis, the patient's blue twist clamp regular length transfer set was replaced, but that for the reoccurring event in (B)(6), the catheter was just removed and the patient was placed on hemodialysis. There was no allegation of a device malfunction and the patient was reported to be doing well on hemodialysis.